Event description:
It was reported automated micro-doses were not delivering form the omnipod 5 system and mealtime boluses of insulin did not control blood glucose. No blood glucose levels were provided. No information regarding treatment was provided. No medical assistance was required. Additionally, controller¿s touchscreen was not responding, preventing insulin delivery. A device restart was performed, after which the screen became responsive.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.